Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed that the fiber was received in one piece. Microscopic inspection found the fiber tip was degraded. Please note that tip degradation is normal, which occurs through use of the fiber. The light exiting the connector face was distorted, indicating an internal connector fracture. The distorted light exiting the connector can be a result of an internal connector fracture. The fracture begins within the connector and can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The console reads the fiber was used 0 times. The instructions for use (IFU) states: "carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement".

Event description:
It was reported that during a flexible ureteroscopy holmium laser lithotripsy of the kidney, the device had no laser energy output and no lithotripsy effect. The procedure was completed with another of the same fiber. There were no patient complications. Analysis of the returned device identified a fracture within the fiber connector.